Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had twice blank display. The customer's blood glucose level was 138 mg/dl at the time of incident. It also reported that display is blank currently and display did not returned after troubleshoot. The customer was advised to discontinue the use of pump and revert to back up plan. The customer was advised that the pump will need to be replaced. The customer will return insulin pump for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display noted. Pump received with corroded battery tube, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.